Manufacturer narrative:
G4: 22jul2020 b4: (B)(6)2020 the central processing unit (cpu) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/23/2020.

Event description:
It was reported that while in use, the ventilator shut down and restarted. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se could not duplicate the reported issue, but did find in the ventilator diagnostic logs an error code indicating a ventilator restart had occurred on (B)(6) 2020 11:51 am. Review of the ventilator diagnostic codes found an error code indicating low inspiratory pressure, proximal pressure line disconnect, oxygen not available, low tidal volume, patient disconnect. The se replaced the central processing unit (cpu) board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.